Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the monitor and electrode belt would not communicate and the monitor was drawing excessive current. Upon evaluation of the monitor, there was thermal damage to multiple components on the computer / analog (ca) and defibrillator boards. The cause of the inability to communicate and excessive current is the damaged components. Upon evaluation of the electrode belt, the esd500 component was thermally damaged on the distribution node (dn) pca board. The cause of the inability to communicate is the damaged component. The root cause of the damaged components could not be positively identified due to the extensive damage. It is unclear when the damage to the monitor and electrode belt occurred.

Event description:
During servicing of a patient's monitor and electrode belt, which were returned for investigation into a reported treatment event, a reportable problem was found. The monitor and electrode belt would not communicate and the monitor was drawing excessive current. The patient was reportedly sleeping at the time of the event and did not press the response buttons. Review of the download data indicates that gel was released on (B)(6) 2019 during an automatic detection followed by an abnormal shutdown. The monitor powered on again approximately 9 hours later and was capable of acquiring an ECG signal for approximately 1 hour until communication errors began. There is no indication in the download data that a treatment shock was delivered. It is unclear when the damage to the monitor and electrode belt occurred. There is no indication that the patient required medical attention following the event. The patient received replacement equipment and continued use of the lifevest.